Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient for an implant procedure. During the procedure, while attempting to implant the atrial leadless pacemaker (lp), it was noted that the lp exhibited a difficult separation from the catheter. While extracting the lp, it was noted that the helix exhibited a break. The lp was not used and a new lp was implanted. Following the operation, cardiac ultrasound was performed and revealed a pericardial effusion. No intervention was performed and the effusion resolved by itself. The patient was in stable condition and discharged.